Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. Vascular access was obtained via the left radial artery. The 89% stenosed, 3.25mm x 37.00mm, eccentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion contained a greater than 45 and less then 90-degree bend. A 3.25mm x 20mm nc emerge balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. Vascular access was obtained via the left radial artery. The 89% stenosed, 3.25mm x 37.00mm, eccentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion contained a greater than 45 and less then 90-degree bend. A 3.25mm x 20mm nc emerge balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. It was further reported that the balloon ruptured when it reached 15 atmospheres, and the procedure was completed with a different device.